Event description:
It was reported that pump housing around usb port was damaged due to normal wear and tear, causing screws to no longer hold surrounding plastic in place, although charging ability was not affected and pump could no longer be guaranteed watertight. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump, planned to contact healthcare provider for alternate insulin method if needed, and agreed to return damaged pump within 10 days, technical support confirmed warranty status, arranged shipment of replacement pump with updated software, and provided return instructions.